Manufacturer narrative:
The insulin pump was received with no response from the act button due to corroded keypad traces. The displacement test was unable to be performed along with the verification of the battery out limit alarm due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, and scratches on the reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customers blood glucose reading was 202 mg/dl. Customer stated that the keys are unresponsive. Customer changed battery and the battery out alarm began messaging. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.